Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tka, the surgeon noticed the broken external alignment handle. One peg has already come off from the main body. The surgeon immediately checked the pt x-rays, but he could not find it on the x-rays".